Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. D4: UDI#: (B)(4). The device history record (DHR) for the 18in. (46cm) a.t.s. Cylindrical cuff - dp, db, part number: 60755500200 and lot number: 28346473, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2020, it was reported from (B)(6) that an 18in. (46cm) a.t.s. Cylindrical cuff - dp, db was connected to port a and then port b started to inflate. The leak warning came on indicating the seal between the two cuffs was compromised. On 27 feb 2020, a returned product investigation was performed on the 18in. (46cm) a.t.s. Cylindrical cuff - dp, db. The physical evaluation revealed that the returned cuff was leaking at the seal between the two bladders. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 18in. (46cm) a.t.s. Cylindrical cuff - dp, db was leaking, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that while inflating cuff hooked up to port a, port b started to inflate and the leak warning came on indicating the seal between the two cuffs must be compromised. The event did not occur during surgery. The event occurred in early january. There was no use of an rf emitting device during the alleged event (ex, cautery device). No adverse events were reported as a result of this malfunction.